Event description:
It was reported the patient ¿practically overdosed¿ on ziconotide. The health care professional (hcp) had never seen such high doses of ziconotide and the patient clearly had central nervous system problems from it. The pump was changed to deliver fentanyl, dilaudid, and prialt and the patient was doing very well.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).